Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the circlip was missing from the handle lock. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Initial reporter was medical technology (font office). The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st july 2023, getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the circlip was missing from the handle lock. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 21st july 2023, getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the circlip that is part of the surgical light handle¿s locking mechanism was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the circlip that is part of the surgical light handle¿s locking mechanism was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on an information gathered, unit was repaired by customer. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to missing the circlip - part of the surgical light handle¿s locking mechanism. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of handle or its particles detachment on powerled and hled surgical lights there was no serious injury or worse reported. Comparing the number of claimed devices to the number of sold devices worldwide, we can state, that the failure ratio of the handle or its particles detachment is low. Root cause analysis was performed by subject matter expert at the manufacturing site. As they stated the locking mechanism fell off from the handle due to mechanism disengagement. Two possible causes have been identified: first cause: wrong positioning of the circlip in its slot. Second cause: breakage of the circlip because of oxidation. The first cause can be ruled out because since november 2012 circlip assembly operation is checked at 100% at the supplier. The second cause (circlip breakage because of oxidation) is then the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. As an effect of received results, the modification has been applied in our production line since 09th november 2017. The affected device which contributed to the malfunction investigated herein was manufactured on 19th april 2016, therefore, the second cause is considered as the most possible scenario. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 21st july 2023, getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the circlip that is part of the surgical light handle¿s locking mechanism was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h6 investigation findings and h6 investigation conclusions deems required. This is based on the internal evaluation. Previous h6 investigation findings : material and/or chemical problem. Identified/degradation problem identified//135 / mechanical problem identified/stress problem identified/wear problem/140. Corrected h6 investigation findings : material and/or chemical problem. Identified/degradation problem identified//135. Previous h6 investigation conclusions : cause traced to device design/design inadequate for purpose/4301. Corrected h6 investigation conclusions: cause traced to device design//12.